Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient stated the implanted device was not working to control their pain. The patient indicated that they had a loss of pain relief. The patient stated that they also were unable to connect to their ins or charge it. Patient services had the patient attempt to sync during the call, but the patient was seeing the poor communication screen on the patient programmer. The patient attempted a normal recharge session and they saw the reposition antenna screen. It was asked when the last time the patient recharged their ins and they said, ¿like 10 days ago¿. It was reviewed that the ins was showing signs for being in an overdischarged stated and that it would be unexpected after only 10 days. The patient mentioned that they had been taking pain medication and that they had been released from multiple doctors. The patient stated that they did not have a managing healthcare provider (hcp) for their system currently. It was reviewed that once the ins has overdischarged three times then the ins may need to be replaced. The patient was sent a list of hcp that they could follow-up with. The patient stated that they would use the listings to locate a new hcp to assess the ins status. It was reported that the communication failure, charging failure and return of target pain occurred about four days ago in (B)(6) 2017. No further complications were reported/anticipated.